Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient acquired an infection at the ipg pocket due to the surgical sutures. As a consequence, the incision site was cleaned out and was given oral antibiotics. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. Follow-up indicated that the patient has recovered without sequelae.